Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a "speaker malf. Inop" was displayed on the intellivue multi-measurement module x3 and there was no sound coming from the device. The device was not in use on a patient at the time of the event.

Event description:
It was reported that a "speaker malf. Inop" was displayed on the intellivue multi-measurement module x3 and there was no sound coming from the device. The device was not in use on a patient at the time of the reported issue.